Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report repeated alarms and no delivery alarms. The customer changed infusion sets, but the alarms continue. The customer later called to report that she was hospitalized for high blood glucose levels with a reading of 480 mg/dl. The customer stated that she was experiencing high blood glucose levels the night before the hospitalization. The customer removed the infusion set and the cannula was bent. The customer changed the infusion set, but continued to have high blood glucose levels. The customer had ketones and began vomiting. Nothing further was reported.